Event description:
It was reported that a spectrum pump had an failed a downstream occlusion test during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a false downstream occlusion alarm occurred. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream pressure reading out of specification. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.